Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer's blood glucose was 463 mg/dl. Customer reverted to an alternate method of insulin delivery.